Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed failure to capture, out of range pacing impedance, and oversensing on the right ventricular (rv) lead. It was also noted that there was insulation damage on the rv lead. On (B)(6) 2022, the physician elected to cap and replace the rv lead. The patient condition was stable.